Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining an undosed result of 40 mg/dl on the compact plus system. No actions were reported taken or treatments received. No adverse event reported. A request was made for the return of the suspect device; however, customer has used up the test strip drum. Replacement was sent.